Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-mar-08. It was reported that the cause of the patient's pain was their pre-existing trigeminal neuralgia, which is the reason they got their pump. The change in medication on (B)(6) 2019 led to "modest relief." No other interventions had taken place and further interventions were "to be determined." The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient previously receiving bupivacaine (4000 mcg/ml at minimum rate) and prialt (1 mcg/ml at minimum rate), current receiving fentanyl (8 mcg/ml at 4 mcg/day), bupivacaine (5000 mcg/ml at 2500 mcg/day) and droperidol (10 mcg/ml at 5 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had been experiencing "minimal pain relief" since their implant on (B)(6) 2019 and was currently "in agony." A catheter access port study was performed on (B)(6) 2019 and the pump was set to minimum rate that day. The drugs in the pump were being changed from prialt and bupivacaine to fentanyl, bupivacaine and droperidol on (B)(6) 2019 and the patient was going to be admitted to the hospital that day. No further complications were reported.